Manufacturer narrative:
During an onsite visit, the field service engineer (fse) was able to reproduce customer reported event. During logfile review, this issue was not visible. Fse found eyetracker mirror received drops of liquids that damaged the coating. Fse replaced the eyetracker mirror and successfully completed system verification to specification. The root cause is user handling. Drops of liquids damaged the coating of the eyetracker mirror. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A health professional reported the eyetracker no longer detects the pupil on the patient. Additional information has been requested.